Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient connected to the ins on the call for the first time and they noticed the therapy was off. Patient turned the therapy back on and left it at the lowest setting. Patient mentioned they didn't know if their healthcare provider (hcp) left the therapy off the day of the surgery because they didn't tell them anything about it. Redirected patient to their hcp for further guidance. They would follow-up with them on april 22nd, 2026.